Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized the same day for the reported event. The patient was treated with unspecified antibiotics (does, route and frequency unknown). During the hospitalization, the patient's pd regimen was changed up to 2.5%. The patient was discharged from the hospital and was considered to have recovered from the reported event. The pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13c05107 and h13e03024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient was re-admitted to the hospital for insertion of a new catheter.